Event description:
A home pt contacted baxter's technical service center regarding a check supply line message that appeared on the display of the homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the home pt stated that one of the supply lines was not connected to the homechoice cassette. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.